Event description:
Further information received noting that when the device was initially believed to be disabled for discomfort, it was not actually fully disabled and the patient was seen again and the device was programmed off. The increased seizures were assessed to be related to the patient being noncompliant with medications, at this time the physician has decided to leave the patient's device programmed off for 3 months to see the outcome.

Event description:
Additional information received reporting that after having a gymnastics injury the patient experienced pain and discomfort with vns stimulation from their neck to the ear and chest. The patients device was disabled. The device was recently turned back on in (B)(6) 2024 and the patient was still experiencing pain with stimulation, so the patient was referred for a full revision. Additional information received noting that the patient underwent a full revision surgery due to the shocking pain the patient was experiencing in the their neck during stimulation. The suspect device has not been received to date.

Event description:
Additional information received reporting that the surgical intervention is for patient comfort only.

Event description:
The suspect device was received and product analysis is underway.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient has been experiencing an increase in seizures lately. The patient was seen by their neurologist and had their device checked and all values were within normal limits. Further information was received that the patient had a gymnastic injury and that is when the increase in seizures started. The patient was seizure free prior to the injury. The patient has an upcoming appointment for x-rays and has since started back on medications to help control seizures. No other relevant information has been received to date.